Event description:
(B)(6), rph from (B)(6) hospital, reported patient is in the hospital today due to a central line infection. Unknown if doctor(md) aware. Date of admittance/ discharge or length of hospitalization is unknown. No further info/details or dates available. Intravenous (IV) remodulin patient.